Manufacturer narrative:
Continuation of d10: ddpc3d4 ICD, implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 weeks post implant there was far field r-wave (ffrw) oversensing on the right atrial (ra) lead that led to improper mode switching. It was also noted that there was an alert for high atrial thresholds. Reprogramming was done, however they are still seeing mode switches and oversensing with refractory at (atrial tachycardia). The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that further reprogramming was done. The patient reported not feeling well since the programming due to a sudden rise of their heart rate to 140 beats per minute. Additional reprogramming was done to address the patient's symptoms.